Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The battery depleted from 40% to 1% within one day. Customer reported blood glucose (bg) level was 500-600s (mg/dl) with 'minimal' ketones. Manual injections were used to address elevated bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.